Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed and this is the 1st related complaint reported with catheter broke / separated after placement lot #2091312 regarding item 383511. A review of the applicable fmea/eura (peura rm5796 rev26) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd nexiva single port catheter broke. The following information was provided by the initial reporter: ed rn was attempting IV access for a 7-month-old with anaphylactic reaction to peanut butter. She was able to access the patient but met resistance with the IV catheter and also noted blood leaking around the access site. She pulled the catheter out and noted the plastic catheter portion that covers the needle had broken away from the needle and had separated causing the inability to advance the catheter in the patient's vein. The risk of this could have caused the plastic portion on the catheter to break off and enter the patient's blood stream.